Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope had no image. The issue was found during set up in room/inspection for use. No patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: h3, h4, h6 the customer allegation of no image was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.